Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had undersensed a slow ventricular tachycardia event. Currently the patient is in normal sinus rhythm and sensing appropriately. The rate limits that the device was programmed to are unknown. This undersensing was discovered at a routine clinic visit.